Event description:
This solicited device case was received on (B)(6) 2015 from a patient via patient support program. Country: (B)(6). Study title: patient support program involving synvisc one. This case concerns a (B)(6) female patient who experienced bad arthritic knee/suspected reaction or deep seeded infection while receiving treatment with synvisc one. No past drugs, medical history, concomitant medications and concurrent conditions were provided. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: x13072 and expiry date: not provided) into the left knee for osteoarthritis. It was reported that after the synvisc one injection, the patient was fine and was able to drive home. On an unknown date in (B)(6) 2015, (that same week), the patient's knee was swollen and was in pain. It was reported that the patient could not bend the knee and had to use a walker. Also reported that 2 days later, the patient woke up in pain at 3 in the morning and went to the emergency. It was reported that during the hospitalization, she was on intravenous antibiotics called clidinium for 3 days. Reportedly, the patient was also given pain medication: pethidine hydrochloride (demerol) and tried to drain her knee but it did not work. It was reported that an x-ray was done which concluded that she had a very bad arthritic knee. It was reported that the patient had a reaction or a deep seeded infection. Also reported that the patient was still uncomfortable after her admission to the hospital and suffered for 3 months. As of april, the patient's pain was manageable and took naproxen sodium (aleve), had an ice pack and elevated her leg for pain relief. It was reported that the patient was now waiting to see another physician and would not get another synvisc one injection. Action taken: no action taken. Corrective treatment: bad arthritic knee/suspected reaction or deep seeded infection: naproxen sodium (aleve), pethidine hydrochloride (demerol), antibiotics: clidinium. A global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: hospitalization/prolongation and required intervention. Reporter causality: not reported. Company causality: associated. Pharmacovigilance comment: (B)(4) company comment dated (B)(6) 2015: this case concerns a (B)(6) female patient who received an injection of synvisc one and later developed infective arthritis. Based on the temporal relationship, the positive role of suspected drug in the development of reported adverse event cannot be denied; however the incomplete information related to tests confirming the infection and medical history of the patient impedes the complete medical assessment of this case. Moreover, synvisc should be injected under aseptic condition along with the necessary precautions required and any variation in the same could also lead to a similar adverse events.

Event description:
Based on additional information received on 16-sep-2015 from the healthcare professional, this case became medically confirmed. Also the reporter causality for the event of "bad arthritic knee/suspected reaction or deep seeded infection" (associated) was added. This solicited device case was received on 27-aug-2015 from a patient via patient support program. Patient ID: unknown; country: (B)(6). Study title: (B)(6). This case concerns a (B)(6) female patient who received treatment with synvisc one and after few days experienced bad arthritic knee/suspected reaction or deep seeded infection/ septic arthritis. No past drugs, medical history, concomitant medications and concurrent conditions were provided. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: x13072 and expiry date: oct- 2016) into the left knee for osteoarthritis. It was reported that after the synvisc one injection, the patient was fine and was able to drive home. It was further reported that the patient had redness at the injection site. On an unknown date in (B)(6) 2015, (that same week), the patient's knee was swollen, could barely walk and was in pain. It was reported that the patient could not bend the knee and had to use a walker. Also reported that 2 days later, the patient woke up in pain at 3 in the morning and went to the emergency room for medical attention and was admitted (as inpatient). It was reported that during the hospitalization, she was on intravenous antibiotics called clidinium for 3 days. Reportedly, the patient was also given pain medication: pethidine hydrochloride (demerol) and tried to drain her knee but it did not work. It was reported that the patient's hospitalization was not related to her pre-existing condition. It was reported that an x-ray was done which concluded that she had a very bad arthritic knee. It was reported that the patient had a reaction or a deep seeded infection. Also reported that the patient was still uncomfortable after her admission to the hospital and suffered for 3 months. Every 12 hours, the patient had to go back to the hospital for intravenous antibiotics. As of april, the patient's pain was manageable and took naproxen sodium (aleve), had an ice pack and elevated her leg for pain relief. It was reported that the patient was now waiting to see another physician and would not get another synvisc one injection. On an unknown date, the patient experienced septic arthritis. It was reported that there was no clear diagnosis of deep infection or septic arthritis and this complication was seen and treated by the physician. It was further reported that the patient took ibuprofen and paracetamol (tylenol) for pain relief until she fully recovered approximately 1 week later. Corrective treatment: naproxen sodium (aleve), pethidine hydrochloride (demerol), antibiotics, clidinium, ibuprofen, paracetamol (tylenol). Outcome: unknown. A global pharmaceutical technical complaint was initiated with global (B)(4). The production and quality control documentation for lot # x13072, with expiration date (10/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # x13072, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Reporter causality: associated (related). Company causality: associated. Seriousness criteria: hospitalization/prolongation and required intervention. Additional information was received on 31-aug-2015. Ptc results were added. Expiry date of synvisc one was added and text was amended accordingly. Additional information was received on 16-sep-2015 from the healthcare professional. This case became medically confirmed. The reporter causality for the event of "bad arthritic knee/suspected reaction or deep seeded infection" (associated) was added. The additional event of "septic arthritis" was added with details. Clinical course updated and text was amended accordingly. Upon internal review on 23-sep-2015, the type of report in irf#3 was amended from "follow up" to "final". Additional information was received on 21-feb-2017 from the patient. The verbatim for the event of bad arthritic knee/suspected reaction or deep seeded infection was updated to bad arthritic knee/suspected reaction or deep seeded infection/ septic arthritis and the event of septic arthritis was deleted. The symptom of redness at injection site was added for the event. The verbatim for the symptom of had to use walker was updated to had to use walker/ could barely walk. The outcome for the symptom of pain in left knee was updated from not recovered to recovered. Additional corrective treatment was added for the event. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 21-feb-2017: this case concerns a (B)(6) female patient who received an injection of synvisc one and later developed arthritis infective with symptoms of pain, swelling and redness in left knee along with walking difficulty and joint range of motion decreased. Based on the temporal relationship, the positive role of suspected drug in the development of reported adverse event cannot be denied; however the incomplete information related to tests confirming the infection and medical history of the patient impedes the complete medical assessment of this case. Moreover, reporter has assessed the event of arthritis infective to be related to synvisc one.

Event description:
Based on additional information received on 16-sep-2015 from the healthcare professional, this case became medically confirmed. Also the reporter causality for the event of "bad arthritic knee/suspected reaction or deep seeded infection" (associated) was added. This solicited device case was received on 27-aug-2015 from a patient via patient support program. Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one this case concerns a (B)(6) female patient who experienced bad arthritic knee/suspected reaction or deep seeded infection and septic arthritis while receiving treatment with synvisc one. No past drugs, medical history, concomitant medications and concurrent conditions were provided. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: x13072 and expiry date: oct-2016) into the left knee for osteoarthritis. It was reported that after the synvisc one injection, the patient was fine and was able to drive home. On an unknown date in (B)(6) 2015, (that same week), the patient's knee was swollen and was in pain. It was reported that the patient could not bend the knee and had to use a walker. Also reported that 2 days later, the patient woke up in pain at 3 in the morning and went to the emergency room and was admitted (as inpatient). It was reported that during the hospitalization, she was on intravenous antibiotics called clidinium for 3 days. Reportedly, the patient was also given pain medication: pethidine hydrochloride (demerol) and tried to drain her knee but it did not work. It was reported that the patient's hospitalization was not related to her pre-existing condition. It was reported that an x-ray was done which concluded that she had a very bad arthritic knee. It was reported that the patient had a reaction or a deep seeded infection. Also reported that the patient was still uncomfortable after her admission to the hospital and suffered for 3 months. As of april, the patient's pain was manageable and took naproxen sodium (aleve), had an ice pack and elevated her leg for pain relief. It was reported that the patient was now waiting to see another physician and would not get another synvisc one injection. On an unknown date, the patient experienced septic arthritis. It was reported that there was no clear diagnosis of deep infection or septic arthritis and this complication was seen and treated by the physician. Corrective treatment: bad arthritic knee/suspected reaction or deep seeded infection: naproxen sodium (aleve), pethidine hydrochloride (demerol), antibiotics: clidinium; septic arthritis:: not reported. Outcome: unknown for both the events. (B)(4). The production and quality control documentation for lot # x13072, with expiration date (10/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # x13072, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. (B)(4). Seriousness criteria: hospitalization/prolongation and required intervention for "bad arthritic knee/suspected reaction or deep seeded infection"; important medical event (ime) for septic arthritis. Reporter causality: associated for "bad arthritic knee/suspected reaction or deep seeded infection" and not reported for septic arthritis. Company causality: associated for both the events. Additional information was received on 31-aug-2015. Ptc results were added. Expiry date of synvisc one was added and text was amended accordingly. Additional information was received on 16-sep-2015 from the healthcare professional. This case became medically confirmed. The reporter causality for the event of "bad arthritic knee/suspected reaction or deep seeded infection" (associated) was added. The additional event of "septic arthritis" was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 16-sep-2015: this case concerns a (B)(6) female patient who received an injection of synvisc one and later developed infective arthritis and septic arthritis. Based on the temporal relationship, the positive role of suspected drug in the development of reported adverse event cannot be denied; however the incomplete information related to tests confirming the infection and medical history of the patient impedes the complete medical assessment of this case. Moreover, reporter has assessed the event of arthritis infective to be related to synvisc one. Sanofi company comment for follow up dated (B)(6) 2015: the follow-up information received does not change the prior assessment of the case.

Event description:
Based on additional information received on 16-sep-2015 from the healthcare professional, this case became medically confirmed. Also the reporter causality for the event of "bad arthritic knee/suspected reaction or deep seeded infection" (associated) was added. This solicited device case was received on 27-aug-2015 from a patient via patient support program. Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case concerns a (B)(6) female patient who experienced bad arthritic knee/suspected reaction or deep seeded infection and septic arthritis while receiving treatment with synvisc one. No past drugs, medical history, concomitant medications and concurrent conditions were provided. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: x13072 and expiry date: oct-2016) into the left knee for osteoarthritis. It was reported that after the synvisc one injection, the patient was fine and was able to drive home. On an unknown date in (B)(6) 2015, (that same week), the patient's knee was swollen and was in pain. It was reported that the patient could not bend the knee and had to use a walker. Also reported that 2 days later, the patient woke up in pain at 3 in the morning and went to the emergency room and was admitted (as inpatient). It was reported that during the hospitalization, she was on intravenous antibiotics called clidinium for 3 days. Reportedly, the patient was also given pain medication: pethidine hydrochloride (demerol) and tried to drain her knee but it did not work. It was reported that the patient's hospitalization was not related to her pre-existing condition. It was reported that an x-ray was done which concluded that she had a very bad arthritic knee. It was reported that the patient had a reaction or a deep seeded infection. Also reported that the patient was still uncomfortable after her admission to the hospital and suffered for 3 months. As of april, the patient's pain was manageable and took naproxen sodium (aleve), had an ice pack and elevated her leg for pain relief. It was reported that the patient was now waiting to see another physician and would not get another synvisc one injection. On an unknown date, the patient experienced septic arthritis. It was reported that there was no clear diagnosis of deep infection or septic arthritis and this complication was seen and treated by the physician. Corrective treatment: bad arthritic knee/suspected reaction or deep seeded infection: naproxen sodium (aleve), pethidine hydrochloride (demerol), antibiotics: clidinium; septic arthritis:: not reported outcome: unknown for both the events. A global pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # x13072, with expiration date (10/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # x13072, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 31-aug-15, a total of (14) complaints (including this complaint) have been reported for lot # x1307 & all related sub-lots: 1 complaint has been reported for lot # x1307 (1 extrusion difficulty). 13 complaints have been reported for lot # x13072 (11 adverse event reports & 2 leaky syringe). Genzyme biosurgery will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: hospitalization/prolongation and required intervention for "bad arthritic knee/suspected reaction or deep seeded infection"; important medical event (ime) for septic arthritis reporter causality: associated for "bad arthritic knee/suspected reaction or deep seeded infection" and not reported for septic arthritis. Company causality: associated for both the events. Additional information was received on 31-aug-2015. Ptc results were added. Expiry date of synvisc one was added and text was amended accordingly. Additional information was received on 16-sep-2015 from the healthcare professional. This case became medically confirmed. The reporter causality for the event of "bad arthritic knee/suspected reaction or deep seeded infection" (associated) was added. The additional event of "septic arthritis" was added with details. Clinical course updated and text was amended accordingly. Upon internal review on 23-sep-2015, the type of report in irf#3 was amended from "follow up" to "final". Pharmacovigilance comment: sanofi company comment dated 16-sep-2015: this case concerns a (B)(6) female patient who received an injection of synvisc one and later developed infective arthritis and septic arthritis. Based on the temporal relationship, the positive role of suspected drug in the development of reported adverse event cannot be denied; however the incomplete information related to tests confirming the infection and medical history of the patient impedes the complete medical assessment of this case. Moreover, reporter has assessed the event of arthritis infective to be related to synvisc one. Sanofi company comment for follow up dated 02-sep-2015: the follow-up information received does not change the prior assessment of the case.